Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0208382251, implanted: (b)(46 2014, product type lead; product ID 3389-28, lot # 0208382250, implanted: (B)(6) 2014, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use starting on (B)(6) 2015, the patient had experienced increased depressive syndrome, fluctuating behavior, increased apathy and lack of activity. The event was non-serious. Medications were administered in the form of treatment for depressive syndrome/antidepressant treatment on (B)(6) 2015. The patient had an examination on (B)(6) 2015. This was not related to programming/stimulation. The outcome of the event was ongoing. No surgical intervention had occurred and none was planned. Patient's medical history included depression, attempted suicide, parkinson's disease and the patient was taking movement disorder and or psychiatric medications.

Event description:
Additional information received reported interventions was updated to other, treatment for depressive syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was resolved without sequela on (B)(6) 2019.

Event description:
In addition to the previously reported depressive syndrome/antidepressant medication being administered on (B)(6) 2015 it was also administered on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome was updated to unresolved at time of study exit/death/study closure. No further com plications were reported/anticipated.